Event description:
Intuitive davinci sureform 30 8mm stapler malfunctioned. New staple load would not seat properly. It is suspected that a piece of the previous load broke off and was left in the jaws after unloading. Stapler was no longer able to be used and new stapler was opened.